Event description:
It was reported that the patient with a pacemaker experienced an elevated heart rate of 128 beats per minute (bpm), which later decreased to 73 bpm. The heart rate continued to fluctuate and the patient expressed a feeling of impending death. The patient was referred to physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.